Event description:
It was reported that the patient exhibited unusual/strange behaviors such as tensing, strange poses and flopping around when they went through a magnetic door. The patient was admitted to assisted living facility on (B)(6) 2011 and the facility was under magnetic lockdown. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178201108090.

Manufacturer narrative:
(B)(4).